Event description:
Reportedly, unexpected battery depletion occurred. The device was explanted and should be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device revealed that electrical characteristics were within specifications.

Event description:
Reportedly, unexpected battery depletion occurred. The device was explanted and should be returned for analysis.

Event description:
Reportedly, unexpected battery depletion occurred. The device was explanted and should be returned for analysis.